Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin was observed to be leaking at the connection between the cartridge pigtail tubing and the cartridge on multiple cartridges. Customer's blood glucose was 216 mg/dl. Another cartridge was used with no issues.